Manufacturer narrative:
Investigation: per the customer, this was a tpe procedure with a target replacement volume of 2000 ml. Default anti-coagulant (ac) ratio and blood collection speed parameters were used. Additionally, intravenous infusions of glucose, potassium, and insulin were administered as part of the protocol. . A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV root cause: a root cause assessment was performed for the allergic reactions. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: hypersensitivity to the ethylene oxide used to sterilize the disposable set. Hypersensitivity to the components inside the disposable set. Hypersensitivity to the replacement fluid used. Patients underlying disease state or sensitivity to the apheresis procedure.

Event description:
The customer reported that a during a therapeutic plasma exchange (tpe) on a spectra optia device a patient experienced experienced chills after 1000 ml of replacement. The operator ended the procedure immediately and notified the physician. The operator administered anti-plasma allergy medication, however, it was reported that the patient's condition deteriorated. The patient then experienced chills, dyspnea, and agitation. The patient was then intubated and transferred to the ICU. It was reported that prior to the procedure, the patient had normal body temperature and blood pressure but reported feeling cold. Patient ID is not available. The patient refused further treatment and is now home. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, this was a tpe procedure with a target replacement volume of 2000 ml. Default anti-coagulant (ac) ratio and blood collection speed parameters were used. Additionally, intravenous infusions of glucose, potassium, and insulin were administered as part of the protocol. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that a during a therapeutic plasma exchange (tpe) on a spectra optia device a patient experienced experienced chills after 1000 ml of replacement. The operator ended the procedure immediately and notified the physician. The operator administered anti-plasma allergy medication, however, it was reported that the patient's condition deteriorated. The patient then experienced chills, dyspnea, and agitation. The patient was then intubated and transferred to the ICU. It was reported that prior to the procedure, the patient had normal body temperature and blood pressure but reported feeling cold. Patient ID and final outcome are unknown and this time, however, the patient refused further treatment and is now home. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The collection set is not available for return because it was discarded by the customer.